Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, aneurysm enlargement w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, aneurysm enlargement with a type ii endoleak from the inferior mesenteric artery and a suspect of the left distal type I endoleak were observed. Reportedly that the left distal type I endoleak could not be identified on CT imaging, while the type ii endoleak was obvious. On (B)(6) 2024, a reintervention was performed. On the left distal side, ibe was placed to preserve the left internal iliac artery. On the proximal side, an additional aortic extender component was implanted into the proximal side because the proximal landing zone had become shortened. On the right distal side, a bare stent was implanted for stenosis of the stentgraft edge. Another reintervention of coil embolization is planned to be scheduled.